Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer blood glucose level was impacted. During troubleshooting with tandem technical support, customer indicated that apidra insulin was being used. Customer stated that the cartridge would be changed and new cartridge would be filled with humalog.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for user with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.